Event description:
It was reported that by the patient that he is approximately 4 months post rezum procedure. The anatomy location of the procedure was through the urethra of the penis to treat the prostate. Immediately after the procedure the patient felt painful burning and continued for about a month after the procedure, besides burning with urinating all times. Additionally, frequent urination especially during the day with urinary urge if he does not get to the restroom in time, he cannot control urinating on himself.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that by the patient that he is approximately 4 months post rezum procedure. The anatomy location of the procedure was through the urethra of the penis to treat the prostate. Immediately after the procedure the patient felt painful burning and continued for about a month after the procedure, besides burning with urinating all times. Additionally, frequent urination especially during the day with urinary urge if he does not get to the restroom in time, he cannot control urinating on himself.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.